Event description:
It was observed during the device inspection, that the premium superpulsed laser system exhibited a failure mode/ the blast shield does not fit properly. There were no reports of patient involvement.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the premium superpulsed laser system exhibited a failure mode/ the blast shield does not fit properly; however; per the legal manufacture, this issue of is not likely to cause or contribute to death or serious injury if the malfunction were to recur.